Event description:
It has been reported to the co that the guidewire broke during the procedure while trying to access the superior vena cava. The physician was using the wire in a biventricular pacing system implantation. The physician had difficulty advancing the wire into the superior vena cava. The physician was advancing the wire and it kinked, then broke inside the pt. The physician removed the wire and attempted to remove the damaged section of the wire and successfully removed it from the pt without surgical intervention. The physician was able to complete the case and successfully implant the biventricular pacing system. The pt is reported to be fine.